Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels that ranged from approximately 600 mg/dl to 700 mg/dl. Cause was unknown. Customer administered a manual injection and bolus via the pump to address elevated blood glucose level. Recommendation was made to discuss diabetes management with a health care professional.